Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The caller wanted to know if there was a way to test the insulin pump because the customer was in the hospital for the second time due to high blood glucose levels. The first time was on (B)(6) 2013 with blood glucose greater than 600 mg/dl. The second time was on (B)(6) 2013 with diabetic ketoacidosis and a blood glucose 813 mg/dl. The customer experienced nausea, shaking and a headache. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer then called on (B)(6) 2013 to report that she was hospitalized on (B)(6) 2013 with a low blood glucose of 31 mg/dl. Offered to troubleshoot, but she declined. The customer stated that she would be visiting with her hcp. Nothing further was reported.